Event description:
The caregiver has the consumer lean forward in the chair, causing the chair to allegedly tip forward, resulting in a bilateral fracture to the consumers femurs.

Manufacturer narrative:
Device has been in use for over 5 years. Patient is diagnosed with ms. Attendant had leaned patient forward and while washing her back patient inadvertantly fell out of device. No indication of device malfunction. Device remains in use.